Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction issue. The reporter stated that the pump dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/21/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history had evidence confirming a load step malfunction on (B)(4) 2013 with a no cartridge detected warning. During testing of the pump, the pump was able to power on and display the verify screen normally. The pump was able to pass the ez prime step and loaded and primed a fully cartridge correctly. The force sensor calibration was found to be within specifications. The pump¿s cover removed and an intermittent connection was found on the force sensor pins.